Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the surgeon could not use one of the mesh pieces and had to create an own piece using the custom as a model.

Manufacturer narrative:
Additional information: d1, d4, h4, h6. The reported event could not be confirmed but is based on the surgeon's response in a survey. The surgeon encountered intraoperative plate fit issues likely caused by soft tissue interference and modified the implant without patient harm. Design review confirmed the implants met specifications and had appropriate fit and optic canal clearance. The issue was attributed to soft tissue; not implant design or manufacturing. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.